Event description:
During index procedure, the patient had one resolute integrity (rx) drug-eluting stent deployed at the distal side of the mid lad and one resolute integrity (rx) drug-eluting stent successfully deployed at proximal side of mid lad. Physician noted that there was a dissection at the entry point of the distal stent. This dissection was treated by another resolute integrity rx drug-eluting stent.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (dissection). (B)(4).